Manufacturer narrative:
Prismaflex m150 set was not returned to the manufacturer. The review of the prismaflex m150 set device history record for lot number 14a2103g shows that one manufacturing anomaly was recorded regarding this lot number but not related to the reported event. The complaint history files show no other complaint for lot number 14a2103g. The pictures of the venous and arterial male luer connectors were provided. No defect has been identified from the pictures regarding the venous and arterial male luer connectors. The root cause of the reported event remains unknown and we have no indication of a general failure on this lot number.

Event description:
A patient who was suffering from septic shock, respiratory failure and aki was undergoing continuous renal replacement therapy on a prismaflex machine with a prismaflex m 150 filter set. The patient had a sudden decrease in heart rate at which time the nurse also identified the venous line on the filter set was disconnected from the patient¿s access catheter. The patient had a cardiac arrest; because of the do not resuscitate status, no resuscitation was attempted and the patient expired. At the time of the treatment, the patient was being intubated with mechanical ventilation and receiving vasopressor support.